Manufacturer narrative:
Heartflow was able to confirm with the physician that the patient had a rca stent placed two weeks after the coronary computed tomography angiography. G4 - combination product checkbox was automatically checked when the first question in section c was not answered as no on the initial report; the device is not a combination product. On the initial report the 510(k) number was provided.

Event description:
Heartflow identified a potential false negative result.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential false negative. Hfid # (B)(6): the investigation identified a potential false negative in the rca region. This was due to analyst error; after the initial analysis was delivered, a second analysis completed as part of investigation review resulted in a decrease in the ffrct value from 0.89 to 0.67 on the distal rca. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.